Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during the preliminary evaluation. Further functional testing and an x-ray were not performed due to the received sample condition (i.e. Bent sample notch). Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the findings, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet as a full functional evaluation could not be completed due to the identified self-activation and received sample condition. The bent bumpers may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy, the stylet allegedly failed to prime at second attempt. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the stylet allegedly failed to prime at second attempt. There was no reported patient injury.